Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error detected, low battery alert, power loss alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Insulin pump received with fading serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did not receive low battery alert prior to replace battery alert. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of replace battery with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.